Manufacturer narrative:
Investigation: per the customer,an autopsy was not performed. The run data file (rdf) was analyzed for this event. Based on this analysis, the spectra optia system operated as intended during the run where the patient had the citrate reaction. Additionally, the run was performed using fresh frozen plasma (ffp) as the replacement fluid. Ffp contains healthy donor proteins and antibodies, such as iga. The customer stated that the citrate reaction was due to patient's condition and low tolerance to the acd-a, and cause of death was due patient condition. Therefore, the customer declined to have the spectra optia machine serviced after the event. Per the machine data logs, the equipment has been in use since the event and no further issues have been reported. Per internal medical review and analysis, the device did not cause or contribute to this incident. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcaemia associated with apheresis is usually well tolerated. Symptoms often show as paraesthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcaemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcaemia escalates and is not corrected. We have verified that no safety issue has occurred, nor was a safety issue reported as a result of this incident. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Quality labs passed and sterilization requirements passed. Investigation is still in process. A follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure onspectra optia on (B)(6) 2016, the patient had a citrate reaction. The procedure was ended and the patient experienced cramps in the legs, shortness of breath, and a blood pressure of 200/100. Per customer's standard order, the patient was infused with 4 g of calcium in 250 ml of saline. The patient was stabilized overnight. When terumo bct contacted the customer for additional information regarding the citrate reaction, the customer informed terumo bct that the patient had expired on (B)(6) 2016. The customer declined to provide patient identifier and age. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer reported cause of death as iga deficiency and ttp. The patient did not have an autopsy performed. Root cause: there are no allegations from the customer against the system or procedure. The rdf analysis further supports that the equipment operated as intended. The customer statements point to the patient low tolerance to acd-a as the cause for the citrate reaction, and the patient's disease state as the cause of death. Based on this information, the spectra optia system did not cause or contribute to the citrate reaction or patient death. The root cause of the citrate reaction was patient sensitivity to acd-a. The root cause of the patient death was related to patient's disease state.